Event description:
It was reported that during a routine check at a distributor's warehouse, fractured instrument tips were noted. It is unknown how many times the instruments were used. No reports of delay or adverse events in a procedure.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to an excessive amount of force applied at an angle causing the tip to fracture. Corrective actions have already been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.